Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft delivery system was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. The patient's access vessels were not tortuous; however, they were tight. It was reported that the stent graft delivery system kinked during attempts to advance it. The delivery system was removed from the patient and discarded. The physician did not want to place a conduit and elected to convert to an open procedure. No clinical sequelae reported and the patient is reported to be fine.